Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The product was not returned. As per the clinical information provided, the root cause of the limb ischemia was determined to be patient condition due to peripheral arterial disease in the iliacs.

Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support for high risk percutaneous coronary intervention. While on impella support, it was noted that the patient developed ischemia in their lower limb. The pump was explanted as a result of the condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿